Event description:
It was reported that the pt presented with a colo vesicle fistula and a lap sigmoid colectomy procedure was performed. During the procedure, the device was fired across the rectum and after the first two firings, the surgeon found that the device did not fire any staples. Upon inspection, there were no staples found in the area and all the drivers were up in the reloads. It was noted by the rep that the pt's rectum was fatty and the surgeon was using ligasure instead of harmonic. The same device was used with a new reload to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.